Event description:
The suture was used during a abdominal aortic aneurysm. Reportedly, the sture broke and the wound dehisced. The surgeon performed a re-operation on nov 19, 1999 and applied another suture to correct the condition. The hospital has reported the pt's condition is satisfactory.